Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence, prolapsing vagina with cystocele, and microscopic hematuria. It was also reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was also reported that patient underwent mesh revision/removal on (B)(6) 2012 due to chronic cystitis, status post cystocele repair with mesh, vaginal mesh erosion. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and "mpathy" were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with sacrospinalis mesh, anterior vaginal and cystocele repair, enterocele repair, and video cystoscopy with urethral catheterization.

Manufacturer narrative:
It was reported that patient underwent cystoscopy, excision of exposed vaginal mesh and vaginal flap advancement to cover defect on (B)(6) 2013 for exposed vaginal synthetic mesh. No additional information was provided.